Event description:
Customer stated "heating pad shorted out. The wire going into the switch burnt." The product was returned for investigation. The product was approx. 7 years and 1 months old when the complaint occured. Upon further investigation into the customers complaint, the inspector found that the product had contained a small burn on the cord by the strain relief. This is likely due to excessive bending of the cord over an extended period to time. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot."